Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported patient involvement is unknown and no patient harm was reported.

Manufacturer narrative:
The removed power supply was returned to the manufacturer for failure analysis. The failure of c56 prevented the power supply from operating on ac power.